Event description:
Needle broke off medical device complication. "Needle broke off the pen and got stuck in the skin" concerns a patient treated for diabetes mellitus (type and duration unknown) using novofine 30g needle for injection. In 2005 the needle broke of the pen and got stuck in the skin. The patient could not remove the needle by themselves, so they went to the emergency room, where a doctor performed and incision at the injection site. However, the needle could not be found. It is reported that the patient has not yet recovered. Analysis result: product: novofine g30, 8 mm. Lot no.:04g03b. Needle conclusion: batch history from final qc-release examined. Microscopical examinations performed. Needle tested for resistance to breakage. During testing it has not been possible to detect any irregularities on a reference sample from the batch in question. Case conclusion: nothing abnormal was found with the reference sample.